Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is (B)(6)]. It was reported that on (B)(6) 2011, a 21mm trifecta valve was successfully implanted due to calcified aortic stenosis. On (B)(6) 2016, it was confirmed that the valve was in place and functioning properly. The grade of aortic insufficiency was 1, the valve was non-stenosing, and the mean gradient was 10 mmhg. The peak aortic valve velocity (vmax) was determined to be 215 cm/s. The valve remained implanted. The patient status was unknown. No additional information was provided. Subsequent to the initially filed report, the following information was received that the patient experienced dyspnea on exertion, new york heart association (nyha) stage ii, when aortic insufficiency occurred. 20mg of furosemide was administered to treat aortic insufficiency. At the time of the report, the patient had not returned to the hospital since (B)(6) 2017.

Manufacturer narrative:
As reported in a research article, regurgitation was noted five years after the valve was implanted, but the valve remained implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the regurgitation could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, a 21mm trifecta valve was successfully implanted due to calcified aortic stenosis. On (B)(6) 2016, it was confirmed that the valve was in place and functioning properly, however the patient experienced dyspnea on exertion. The grade of aortic insufficiency was 1, the valve was non-stenosing, and the mean gradient was 10 mmhg. The peak aortic valve velocity (vmax) was determined to be 215 cm/s. The new york heart association (nyha) stage ii, when aortic insufficiency occurred. 20mg of furosemide was administered to treat aortic insufficiency. The valve remained implanted. At the time of the report, the patient had not returned to the hospital since (B)(6) 2017.